Manufacturer narrative:
Puritan bennett was not authorized to repair the unit. The customer reported to conduct final testing.

Event description:
The svc report shows the customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. The hosp biomedical technician inspected the device and could not duplicate the reported failure. The unit passed extended self testing.